Event description:
Uss fracture mis system observations meeting with product development and surgeon was conducted on (B)(4) 2012. According to the surgeon, flexibility and elasticity of the whole uss fracture mis implants material observed postoperatively was assessed to be greater than expected. Without any mechanical failure of the implants, it could be observed that the angle between two vertebral bodies neighbouring the fracture showed a non negligible change between the prone x-rays intraoperatively and the postoperative standing x-rays.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
Since the concerned implants were not returned for analysis and the exact article and lot numbers are not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason.